Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate. Blood glucose was 362 mg/dl. Reportedly, the customer continued to use the cartridge. The customer declined follow up contact from tandem technical support, therefore no additional information could be obtained.